Event description:
50 minutes after pt. Expired, noted a burnt smell in the hallway in aicu across the second station, the staff checked at the nearby rooms where the burnt smell was sensed. In aicu, in the head of the deceased patient, found a nasal cannula on the top frontal area and the prongs of the nasal cannula has a strand of burnt hair sucked into it, where the burnt smell was coming from. The o2 supply from the delivery meter where the cannula was attached was immediately turned off. No burnt wound was noted on the head upon inspection however noted 2 burnt markings/holes on the pillow case and plastic cover of the pillow. Pictures taken, nasal cannula and pillows with pillow case saved and contained in a plastic bag. Provider notified and assessed the event at bedside. 1. O2 supply to the nasal cannula was turned off and the nc device was contained in a specimen plastic bag and labelled. 2. Assessed head and back of the body, no burnt wound noted. 3. Provider notified who came and assessed the event. 4. The pillowcase and pillow were contained in a plastic bag. 5. The event was documented.